Event description:
It was reported that the device reached elective replacement indicator (eri) and that there was possible early battery depletion. It was further reported that a patient alert was triggered due to eri. The device was explanted and replaced. There were no patient complications were reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.